Event description:
Stryker pi drive with 5407-120-050 hd 9cm straight attachment sparked/smoked while being used by surgeon. The device was immediately removed from field. Second pi drive obtained, and case was continued without incident. No harm to patient.